Event description:
Patient treated with clindamycin for presumed gram-negative rods gnr in gram stain of abscess contents, with no growth in culture of same. Culture transport device found to be contaminated with non-viable gnr as received from manufacturer. Dates of use: (B)(6) 2012.